Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, this reported event was not confirmed. The fse set up the system for verification and could not re-produce the reported issue. The fse's service visit did not reveal any issues related to the customer reported event. The system was tested and verified as ready for use. The complaint regarding the camera arm retracted on the insertion axis on its own could not be confirmed based on the fse¿s field service investigation. A procedure log review was performed. Per the review, the following was confirmed: system serial (B)(4), event date: (B)(6) . Surgeon name, and procedure name: ventral hernia etep/general surgery. Images associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the camera arm moved with unintuitive motion/freely with uncontrolled motions. Poor camera control could result in unintuitive motion and could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, the customer informed the technical support engineer that the camera arm retracted on the insertion axis on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the good faith efforts no further details have been received from the user facility as of the date of this report.